Manufacturer narrative:
On 2/23/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/1/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the posterior aspect. A rent measuring approximately 0.3 cm was discovered on the posterior aspect. Leak testing was performed in accordance with mentor procedures and revealed no additional leakage sites. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team (pe) concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammary prostheses. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 6915458 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 350cc saline breast implant, catalog # 3542655, s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with two mentor siltex round moderate profile 350cc saline breast prostheses that both deflated after implantation. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2018. The patient was discharged without any further complications reported. This report addresses the device on the patient's right side.